Manufacturer narrative:
Conclusion - (device opened by non-welch allyn personnel). Evaluation summary: the device is an automatic external defibrillator and the actual device involved was evaluated. Factory service identified defib and pacer comm error codes and found the cause of the codes to be due to an open fuse (result code). The cause of the fuse opening was due to a connector (result code) that was found to be installed offset by one pin causing circuit voltage to be shunted to ground generating excessive circuit current where the fuse per design opened to protect the circuitry. The evaluation concludes that the device was opened by non-welch allyn personnel (conclusion code) and identifies other connection issues, misrouting of tubing and internal damage that would not have allowed the device to pass release testing at the time of the last repair event. Upon completion of repairs, the device passed release testing and was returned to the customer.

Event description:
Welch allyn factory service identified that the device displays defib and pacer comm error codes. No pt involvement.